Event description:
It was reported that the pump delivered several boluses without user input. During the event, the child's blood glucose reportedly dropped to 51 mg/dl resulting in a visit to the emergency room. The patient was discharged from the emergency room on the same day. No additional information was provided on the type of treatment the customer received.

Event description:
It was reported that the pump delivered several boluses without user input. During the event, the child's blood glucose reportedly dropped to 72 mg/dl resulting in a visit to the emergency room. The patient was discharged from the emergency room on the same day. No additional information was provided on the type of treatment the customer received.